Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were sticking. The pt reported that the keypad buttons have been sticking and are difficult to operate over the past month. She noted that the down arrow and ok keypad buttons are worse than the rest of the buttons. The pt stated that the buttons do not click when pressed, and get stuck in the down position. She denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that she wears the pump on her waist with a clip.